Event description:
It was reported that during procedure, metal particles from inner sheath of resection sheath came loose. No surgical delay or prolongation of surgery. The procedure was completed without any patient injury or harm.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the damage to device, including breakage and corrosion, in combination with the technical assessment, indicates improper use or deviation from the processing instructions. In particular, the presence of corrosion indicates possible residual moisture in the shaft, which may have weakened the material and ultimately led to the fracture. Based on the current findings,- it is highly likely that the fault was caused by improper use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).